Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® dryseal sheath with hydrophilic coating instructions for use, potential adverse events include, but are not limited to, vascular trauma.

Event description:
On (B)(6) 2019, the patient underwent an endovascular repair of a pseudoaneurysm of the thoracic aorta. Gore® dryseal flex introducer sheath was inserted into the patient right side, but insertion difficulties occurred. Pta was performed on the patient left femoral artery and this time the dryseal was inserted from the left side. Although there was resistance during the delivery, it was possible to advance to the target position, and tevar completed without any issues. After removal of the dryseal, access vessel damage from proximal to distal of the left external iliac artery was confirmed. Blood pressure dropped down to 70. As a treatment, the aorta was blocked by using an occlusion balloon, and open procedure was performed. The vascular prosthesis was implanted to repair the damaged site. The patient tolerated the procedure.